Event description:
The rn noticed that there was a significant amount of air in the umbilical arterial catheter (uac) line beyond the transducer. They flushed the air out and examined that there was no other air noted throughout the entire IV tubing system. Seven hours later, they again noticed two areas post-transducer that contained significant amounts of air in the IV tubing. There was an order to discontinue uac and this was done at that time. The lipid infusing was from the previous day and was not new lipids for today. The possibility of faulty filter tubing posing a potential risk for air embolism in infants uac line. Nursing did not save the filter. The most likely lot number is 2015-512801. No other identifying information is available.